Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported scissoring was not performing properly when applied to cystic duct and artery. Another er320 was used to finish the case. There was no consequence to the pt.